Manufacturer narrative:
Based on the claim against the product by the customer noting a non-functional usm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found usm 1 was unable to identify the instrument and the 6th axis of the usm was stuck and couldn't rotate. The fse replaced usm 1 to correct the issue. After replacement, the system was retested and verified as ready for use. Although the complaint was not confirmed by failure analysis since is currently ongoing, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the universal surgical manipulator (usm) 1 was unable to identify the installed instrument. The customer received phone assistance from the technical support engineer (tse). Tse recommended the customer to swap the instrument between usm 1 and 2 and replacement of the sterile instrument arm drapes; however, the issue persisted. Tse recommended the customer to reseat the sterile adapter and instrument. Upon verification, tse asked about the disk self-test after the sterile adapter was installed and the customer stated that the usm axis6 was unable to move freely. The usm 1 issue remains persistent. The customer continued the procedure with the other 3 usms. There was no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation could not replicate but was able to confirm the customer reported complaint of usm 1 cannot identify instruments. The usm was analyzed/tested on an in-house system, where it was passed all tests. Unit was also tested on the patient side cart (psc) fixture test platform (pftp) and it also passed all tests.

Event description:
Refer to h10/h11 for follow-up information.